Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had an infection at the ipg site and experienced pain at the ipg site. The patient was given multiple rounds of antibiotics. As a result, the patient will undergo surgical intervention.